Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.

Event description:
It was reported by customer that they had been hospitalized for blood glucose levels on (B)(6) 2014. Customer stated their blood glucose level was over 600 mg/dl during hospitalization. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles in infusion set tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Device failed high pressure test. Customer's blood glucose level was 549 mg/dl at time of reporting. Nothing further reported.